Manufacturer narrative:
The investigation was performed for this incident and manufacturing process was verified based on information provided by the customer. The production lots, 0202146154, met all manufacturing and quality specifications. A historical review for the reported lot numbers and reported incident found no additional confirmed complaints reported. The investigation determined that the returned device functioned as intended during the sample evaluation, no defect was found two sample devices were returned. The original packaging was not returned with the devices. For sample device number one the pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates except 8ml/hr. The pump was placed in a heated incubator at 88 degrees for 47 hours in an attempt to dislodge any of the particulates that were residing inside the component. After removing the pump there was infusion observed at the 8ml/hr. The pump was drained and then refilled with 400ml of 0.9% saline using a baxa repeater pump. Flow accuracy testing was performed with the saf set to 6ml/hr. After 50 hours of testing, the pump yielded a flow rate of 5.20ml/hr, which is within specifications with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The filter was removed from the tubing for this test. The average bladder pressure used was 8.28psi. Flow rate 2ml/hr yielded a flow rate of 1.96ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.80ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.29ml/hr, which was within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 12.77ml/hr, which is within specification with a +/- 20% tolerance. For sample device number one the investigation concluded that during flow accuracy testing, the pump yielded a flow rate of 5.20ml/hr which was within specifications with a +/- 20% tolerance. During pressure pot testing for the flow control tubing (saf unit) without the pump, the flow rates met specifications using the average bladder pressure. The pump did not flow at 8 ml but according to the procedures the device was warmed and tested again; specifications were met. For sample device number two the pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was performed with the saf set to 6ml/hr. After 50 hours of testing, the pump yielded a flow rate of 5.89ml/hr, which was within specifications with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The filter was removed from the tubing for this test. The average bladder pressure used was 8.28psi. Flow rate 2ml/hr yielded a flow rate of 1.94ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.17ml/hr, which iwa within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.92ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.02ml/hr, which was within specification with a +/- 20% tolerance. For sample device number two the investigation concluded that during flow accuracy testing, the pump yielded a flow rate of 5.89ml/hr which was within specifications with a +/- 20% tolerance. During pressure pot testing for the flow control tubing (saf unit) without the pump, the flow rates met specifications using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted at this time. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not yet returned for evaluation.

Event description:
It was reported on 1/6/2016 by the patient that the pumps were refilled (B)(6) morning ((B)(6) 2015) and were expected to last until (B)(6) ((B)(6) 2015) evening. It was reported that the pumps temporarily stopped thursday night, but started again in the hours of (B)(6) morning. It was reported that the patient woke up 2am (B)(6) in pain and the bags were completely empty. There were a total of two pumps, lot number is unknown at this time. It was reported that the flow rate was 6cc/hr. Additional information received on 1/7/2016: patient reports surgery was done (B)(6) 2015 on l ankle -tendon transfer and achilles heel and had two pain pumps placed. Pump#1 was popliteal placed prior to surgery at around 6am on the date of surgery and pump#2 was placed after surgery around 11am at l adductor canal. It was reported that the patient went home and was having some issues with the tubing and getting to the bathroom and back but they were both flowing. Patient went back to the md office on (B)(6) 2015 and they topped off her pumps to cover her over the holidays. It was reported that they were to last until (B)(6) morning. Patient reports she had both pumps in the sling given to her and decided to put the adductor one in a baby nap sack to keep them from getting tangled up. She reports that sat around 3am that pump stopped flowing but she squeezed it a bit and got it to flow, patient reported good pain relief from pump#1 but not from pump#2. Patient reported that by (B)(6) around noon they both were empty. Patient reports that she took catheters out. Patient reports that the lot numbers are unknown and she doesn't remembers which pump was where. It was reported that one pump is the potential stop flowing and non functioning. Patient stated the tubing was too short and it was hard to get to the bathroom and back. It was reported that the patient put the pumps on her knee scooter. Patient reports they were over her clothes at room temperature and they were never hanging down or up high but usually at the waist level. It was reported that the patient is doing well, no reported injury or need for any medical attention. Both pumps are available for return.